Manufacturer narrative:
Received 1 loose tube of 454209/b20083qe; 4 loose tubes of 454209/b200849k; and 16 loose tubes of 454209/b20093f6. We have no remaining inventory any of the material/batches. Samples were tested, according to internal standard testing procedures, with regards to correct assembly, level mark, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The additive within the tubes dissolved completely and was within specification in the tested samples. No deviations could be observed in the tested samples. The complaint cannot be duplicated on the returned samples. Corrected data: h3 sample received; h6 investigation method, investigation findings, investigation conclusion; h10 manufacturer narrative.

Manufacturer narrative:
Complaint #: (B)(4). The date of the event could not be obtained from the customer. Samples for evaluation have been requested. As soon as samples from the customer are received and an investigation completed, a supplemental report will be filed.

Event description:
Customer advises platelet clump errors. The analyzer is reporting low platelets, but does not correlate with manual count. This is causing increased cost with platelet reagent, and it will not auto validate, delaying results. This is related to the oncology/abnormal (patient) population and causing delays of reporting results. Technical services provided customer with IFU, fill tube volume guide, pa pulse for platelet clumping and other considerations with edta additive. Customer advises of clumped anticoagulant in tube. Customer has provided a quality variance report to include lots: b20093f6, b20083qe, and b200849k of item 454209. Product available to return for evaluation. Customer states there are not platelet clumps on the slides and that they are repeating the sample with the platelet reagent that costs more, and they are going away.